Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Customer reported getting the technical failure 271 and 388 alarms on the unit. There was no patient involvement reported.

Manufacturer narrative:
The device log files were provided to technical support for evaluation. The device logs confirmed the occurrence of the reported malfunction, indicating an issue with the inspiration block. The inspiration block will be replaced to resolve the reported issue.